Event description:
It was reported via repair work order that the brake was not engaging and holding due to worn brake cams and worn wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.